Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient told the hospital that the cycler leaks solution. Upon follow up, the pdrn confirmed that a fluid leak occurred within the cycler door during the patient¿s peritoneal dialysis (pd) treatment. The date could not be confirmed. The pdrn could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however was not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient told the hospital that the cycler leaks solution. Upon follow up, the pdrn confirmed that a fluid leak occurred within the cycler door during the patient¿s peritoneal dialysis (pd) treatment. The date could not be confirmed. The pdrn could not confirm if the patient was able to complete peritoneal dialysis treatment in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation. Additional information was requested, however was not available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.